Event description:
It was reported to philips that a digital flat detector error occurred during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service instructed the customer to restart the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).